Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited oversensing of noise. The physician provided that a surgical procedure was completed at the time of the observed noise. Technical services advised this is electromagnetic interference. The presenting electrogram showed the device is operating as programmed. This crt-d remains in service. No adverse patient effects were reported.